Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infection in the patient's csf (cerebrospinal fluid) on (B)(6) 2011. The pump was explanted. The medication in the pump was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.